Event description:
I used a rigid plastic dental retainer for past 2 years leading to gum recession in areas of excessive pressure. As a result of this, I now require add'l dental procedures (dental bonding) to prevent/mitigate tooth decay at significant cost. Custom made in dental office. FDA safety report ID# (B)(4).